Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation as the customer lost the device. As the complaint device was not returned for evaluation, a conclusive root cause could not be determined and the customer's reported event could not be confirmed. A review of the device history record (DHR) could not be performed as the lot and serial numbers were not reported or obtainable. Stryker procedure(s) supports that the device was unlikely to have been released from stryker with the reported failure mode. The instructions for use (IFU) state: do not attempt to operate the catheter prior to completely reading and understanding the applicable instructions for use. Do not submerge the proximal handle or cable connector in fluids; electrical performance could be affected. Always place the rocker lever in the neutral position to straighten the catheter tip before insertion or withdrawal of the device. Do not use excessive force to advance or withdraw the catheter. Careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Use both fluoroscopy and electrograms to monitor the advancement of the device to the area of the endocardium under investigation to avoid vascular or cardiac damage. Tactile feedback of reprocessed devices may vary during use. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported that the knobs on catheter did not work. There was no patient injury and the complainant is not aware of any medical intervention or extended procedure time. These are commonly used devices that are readily available.